Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse noted during troubleshooting that aspirate probe one (1) was not evacuating liquid from the reaction vessel properly. The fse replaced the aspirate probe peristaltic pump tubing and noted that the evacuation of liquid from aspirate probe one (1) was within specification. The fse validated the repair with a passing system check, precision and quality control run. In conclusion, the aspirate probe pump tubing is the cause of this event as excess fluid left in the reaction vessel may contain unbound analyte which could lead to non-reproducible results. (B)(4).

Event description:
The customer reported obtaining failing quality control and calibration for laboratory's dxi 800 access immunoassay system (serial number (B)(4)). There was no report of patient involvement associated with this event. Quality control and calibration information was not provided for this event. The customer ran a system check routine which failed to meet specifications. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.